Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access instrument. The erroneously elevated accu tni result (from sample a) was 12.67 ng/ml. The customer retested sample a twice for accu tni for verification. The first repeat accu tni result was 1.27 ng/ml. The second repeat accu tni result was 1.15 ng/ml. Sample a was not respun prior to testing for both repeat. The customer indicated that the erroneously elevated result occurred on a single pt sample. All the elevated accu tni results were not reported out of the lab. The customer did not believe the elevated accu tni results and ordered a redraw of the pt. The accu tni result from sample b was 0.21 ng/ml. Sample b was tested on a different chemistry analyzer. There has been no change to pt treatment that can be attributed to this event.